Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced loss of stimulation due to lead migration, which was confirmed with imaging. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was not returned. No device malfunction was suspected.